Event description:
Patient admitted to hospital for supracervical hysterectomy with pre-op diagnosis of pelvic and abdominal pain and ectopic iud (lippes loop). The lippes loop was found in the omentum. It was removed at the time of surgery. Pre-operatively on x-ray the iud was seen in the left lower guadrant. The patient had undergone a diagnostic laparoscopy approximately 10 years ago for removal of the iud, which was no longer in the endometrium. They were under the impression that the iud had been removed.